Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction happened again.